Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during an unknown procedure on (B)(6) 2021, it was observed that acorn reamer thin shaft device was dull. Another like device was used to complete the procedure with a delay of 1-2 minutes. There were no adverse patient consequences reported. No additional information was provided.